Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test. Pump failed seating test due to faulty fsr (gold). Unable to perform occlusion test, excessive no delivery test. Insulin pump received with stained display window noted. Unite power up properly after battery installation. Insulin pump received with operating current within specs. No unexpected low battery alarm were noted. Unite passed displacement test, self test, off no power test and all operating current test. However corroded battery contact was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had discolored or coded which makes it making it difficult to rad the screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.